Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned having pain in their leg, foot, and heel while sitting on the toilet. They tried decreasing stimulation, but that only made the pain more severe. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. Two days later, patient said their wires became dislodged from their back. They spoke to their sales representative (rep) and is seeing their hcp on (B)(6) 2018. No further patient complications have been reported as a result of this event.